Event description:
The device was returned for service due to a customer complaint regarding the unit's pressure display. The gauge was replaced to correct the noted complaint. During service, the technician observed that the audible alarm was not functioning properly. The device was not being used by a pt. No death or injury resulted.